Event description:
It was reported anecdotally by a nurse to a depuy acromed sales rep that a pt was implanted with a kaneda device. Reportedly after surgery, the device hit the aorta and the pt died. No further info is available. The incident could not be confirmed by the hosp and according to the sales rep, the hosp will not provide any further info. The investigaion of the product complaint was not possible since the product and lot number info was not provided and the device was not returned for eval. The complaint cannot be verified. No further action can be taken at this time.